Event description:
A customer reported to (B)(4) technical services (cts) an issue with one tina hemodialysis machine. The customer reported that the device had a water leak. The baxter field service representative arranged to go onsite to repair the device. As such, the device will not be returned to cts for evaluation. At this time, the process step is unknown and there is no report of patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The actual tina device was evaluated on-site at the customer facility and the reported condition of a water leak was confirmed. The root cause of the leak was determined to be a broken inlet water connector. Appropriate corrective action was taken to resolve the issue by performing all the necessary tests, calibrations and repairs. The inlet water connector was replaced on the device to fix the reported condition. The device was tested as per baxter operating procedures and protocols and passed all testing.